Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. It was reported to boston scientific corporation that when bowing an autotome rx sphincterotome device, the cutting wire had snapped. According to the complainant, the device was replaced with another autotome rx sphincterotome device. Refer to device MFR report #3005099803-2008-06326 for details regarding the second device.